Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician used a maverick balloon to predilate the severely calcified lesion in the proximal lad. The physician then inserted the taxus express2 3.5x20mm drug eluting stent and as the stent was being advanced to the lesion, it came off the stent delivery system. The stent ended up lodged in the lesion. The stent was rewired and deployed in the lesion with an unknown type and size balloon. The physician then placed another stent proximal to the embolized stent. No pt complications occurred. Pt status is reported to be satisfactory.